Event description:
The patient's mother reported the patient's blood glucose (bg) level reached 23 mmol/l (414 mg/dl), while wearing the pod between 37 and 48 hours. Treatment information was not provided.

Manufacturer narrative:
The device was received in the deployed state. The external soft cannula was found to be damaged and torn off from the device. Additionally, the unexposed part soft cannula was found to be damaged with a tear 14.73mm above the nail head. The soft cannula therefore measured shorter than expected due to the damage to the soft cannula. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.